Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
New information: the procedure was bladder adhesions removal. The piece disengaged from the jaws when the surgeon was removing it through a trocar in use. Thirty to forty minutes were needed by the surgical staff in order to locate the fractured piece, which was then removed from the patient' cavity.

Manufacturer narrative:
(B)(4). One used scd396 sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off, confirming the reported condition. The broken tip was returned with the device. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the outer case of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.

Event description:
The customer reported that during a procedure, a piece of the active waveguide disengaged and fell into the patient's cavity. The piece was retrieved and there was no reported patient injury. Additional questions have been asked to the site contact in regard to the device and incident.